Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned. No additional adverse patient effects were reported.